Manufacturer narrative:
The received device had the cannula assembly deployed. Inspection of the device did not find any issues that would result in high blood glucose levels. A kink/bend was identified in the exposed portion of the cannula. Although damage to the cannula was observed, it is unclear when it occurred. No other defects or deficiencies were found during the investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide model: ent450 14518-5c-aw rev e 03/16 checking your blood glucose 7 / page 96 warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient¿s blood glucose (bg) levels reached 20.5 mmol/l (369 mg/dl) while wearing the pod between 24 and 36 hours on the abdomen.